Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no activity outside of normal use. The insulin on board duration was set to two hours, and a 10 unit bolus was programmed. After two hours, the insulin on board reading correctly reflected the insulin on board status at 0.00. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that an incorrect insulin on board (iob) calculation resulted in a bolus amount that was not sufficient to meet the user¿s target blood glucose (bg) reading. Allegedly, no iob was calculated; however, the calculated insulin bolus amount was still reduced to an amount that would not appropriately reduce the user bg reading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.